Manufacturer narrative:
The vyaire failure analysis group received the suspect main printed circuit board (pcb) part number 53420k and serialize with (B)(4) rev. F for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the main pcb into a test device and cycle the device on, which duplicated the reported alarm behavior. The event log was reviewed, which found multiple transducer (xdcr) and vent inop alarm errors. The calibrations were performed on the transducers and passed successfully. The combination of xdcr faults at power-up with the auto-zero indicates that the auto-zero solenoids can be slow to respond. This slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. At this time, the reported event was duplicated and the component root cause is associated with a supplier manufacturing process and a design issue of sub components of this main pcb. This issue has been addressed in CAPA (B)(4).

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was able to duplicate the reported device behavior. The fse determined the likely cause of this failure was a component within the main printed circuit board (pcb). Once the component evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported an intermittent ventilator inoperative alarm condition, on this ventilator device. The customer stated no known information associated with a patient event with this issue.